Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition. Additional intervention performed.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the patient also had hematoma. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.